Event description:
A malfunction alarm was reported for the customer's insulin pump with a malfunction code of malf 1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, providing the customer with a new device featuring updated software. Instructions were given to the customer on how to put the old pump into storage mode and return it using a prepaid shipping label within 10 days. The customer understood and acknowledged the instructions given.